Event description:
During functional testing at zoll medical's technical service dept, the device intermittently powered on and the device intermittently would not respond to the pacing controls. There was no pt involvement in the reported malfunction.